Event description:
During routine testing of the device at the service center, the service technician reported the spring in side b of the calibrator did not function as expected. This calibrator was originally returned for repair due to the device leaking gas on side b when the issue with the spring was found. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.